Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, intracranial hemorrhage, hematoma or hemorrhage at the site, inability to completely remove thrombus, ischemia, including death. Therefore, it was determined that the reported adverse event was an anticipated complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2019, the patient underwent a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d). No procedural complications were reported. However, on (B)(6) 2019, the 24 hour follow-up form showed that the patient experienced an asymptomatic subarachnoid hemorrhage (sah) in the sylvian fissure on the left. The patient was treated with intravenous mannitol, nimodipine, unacid antibiotics, and was started on daily hemodialysis beginning on (B)(6) 2019. However, it was reported that the patient also passed away on (B)(6) 2019 due to a malignant cerebral edema. The asymptomatic subarachnoid hemorrhage was adjudicated to be a serious adverse event with a possible relationship to the psr3d and a probable relationship to the procedure. The malignant cerebral edema and subsequent expiration of the patient were adjudicated to be unrelated to the psr3d.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2019-01970. Section b. Box 5. Describe event or problem.

Event description:
On (B)(6) 2019, the patient underwent a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d). No procedural complications were reported. However, on (B)(6) 2019, the 24 hour follow-up form showed that the patient experienced a symptomatic intracranial hemorrhage (ich) in the sylvian fissure on the left. The patient was treated with intravenous mannitol, nimodipin, unacid antibiotics, and was started on daily hemodialysis beginning on (B)(6) 2019. However, it was reported that the patient also passed away on (B)(6) 2019 due to a malignant cerebral edema. The ich was adjudicated to be a serious adverse event with a possible relationship to the psr3d and a probable relationship to the procedure. The malignant cerebral edema and subsequent expiration of the patient were adjudicated to be unrelated to the psr3d.